Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. No moisture damage on keypad traces or motor noted. The device had cracked case at display window corner.

Event description:
Customer's family or friend reported via phone, the customer had jumped into a pool with the insulin pump on. Customer's blood glucose was 176 mg/dl. At the moment the device was functioning but moisture was noted under the screen. Fluids were noticed under the lcd screen. Customer's family or friend was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.